Manufacturer narrative:
(B)(4). Approximate age of device: 3 months. (Calculated from the date when the system controller was issued to the patient). The system controller is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in clinic and interrogation of the patient's system controller revealed low speed advisory alarms and a pump stoppage event on (B)(6) 2016. The patient had not heard any alarms and reported that the system was supported on batteries at the time. The patient had reportedly received bad news from a relative and had become very upset at the time the low speed/pump stoppage occurred. The system controller was exchanged. The patient was reported to be asymptomatic. A system controller log file was provided to the manufacturer's technical services representative for review. The data confirmed low speed advisory alarms with pump stoppages on (B)(6) 2016. X-rays submitted for review were unremarkable. The patient has had no further alarms since the system controller exchange.

Manufacturer narrative:
Additional information - multiple requests were made for the product to be returned; however the device was not received. A review of the submitted system controller log file confirmed the report of a pump stoppage. The data log file recorded a pump speed reduction to 0 rpm on (B)(6) 2016 at 3:07 pm, accompanied by elevated pump power and flow values. Pump power elevations were captured prior to and after the pump stoppage event on (B)(6) 2016 from 12:09 am to 03:41 pm as well as on (B)(6) 2016. A specific root cause for the atypical events captured in the log file could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.